Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. Customer sample was not returned for investigation. (B)(4)

Event description:
Customer reports that two donors were exhibiting b(a) phenomenon with anti-a bioclone. The first donor was tested using lot baa614a (mxp 2033497). The second donor was tested using lot baa615a (mxp 2033503). Both donors tested 1+ with anti-a bioclone. Testing with product from two other manufacturers did not show any reactivity with anti-a. Issue started on: (B)(6) 2018 for the first donor. On (B)(6) 2018 for the second donor. Reported (B)(6) 2018. Methodology used: tube. Reaction grade obtained: 1+ , customer was expecting: negative. Daily qc performed and found to be acceptable. Reagent had a normal appearance prior to use. Donor has been deferred from red cell donations in the future. They will be allowed to donate plasma and platelets. Account did state that this is reportable for them to the FDA. The IFU states: the anti-a (anti-abo1) reagent may also detect previously unrecognized a (abo1) antigen in a small number of group b individuals now identified as b(a) cells. Reported studies indicate that incidence of this occurrence is approximately 0.1% of group b cells tested. The agglutination is usually weaker than expected, mixed-field and is easily dispersed. In cases where the results with this anti-a (anti-abo1) reagent are questionable, further testing of the red blood cells with human polyclonal anti-a or monoclonal anti-a derived from a hybridoma cell line other than mh04 that is known to be nonreactive with b(a) red blood cells may be useful in discrepancy resolution. Account did state that they are changing the donor type to ab.